Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a problem with the touchscreen. There was no patient involvement.

Manufacturer narrative:
The customer reported that the reason that they were having trouble with adjusting values with the touch screen was that it was locked. Once they unlocked it, the touchscreen worked fine.